Event description:
The manufacturer received info alleging a ventilator was displaying a ventilator inoperative alarm. No harm or injury were reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's system board was replaced to address this issue.